Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) level was 350-400 mg/dl and correction boluses were delivered to address the bg level. The cause of the high bg was not known; however, the customer thought that stress may have been a contributor. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site for inspection at the time of the report. Reportedly, the customer used the cartridges for 4 days. Tandem technical support advised the customer to discuss the high bg events with a healthcare provider. The customer acknowledged the advice.